Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information, a definitive cause for the reported resistance when removing the gripper line could not be determined. The reported gripper line break and patient effects of foreign body in patient and embolism were the result of reported resistance when removing the gripper line. It should be noted that in the mitraclip instructions for use (IFU) states: grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line. Pull the gripper line coaxial to the gripper lever. If resistance is noted, stop and pull on the other free end to remove the gripper line. Maintain at least 1 cm separation between the dc tip and the clip while slowly removing the gripper line. As it was reported this step was omitted from the procedure and the steerable guide catheter (sgc) was removed, this is considered to be a user error that contributed to reported events. The reported patient effects of foreign body in patient and embolism are listed in the mitraclip system IFU as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the gripper line, gripper line break and not completely retrieved from the patient anatomy. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. However, as the physician removed the cds, after the procedure it was noticed that the gripper line was not removed. A multipurpose catheter was used to remove the gripper line over the steerable guide catheter (sgc), but the gripper line was tight, and some force was used and the gripper line broke. Two clips were implanted, reducing mr to less than 1. No additional information was provided.